Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2006 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding disassociation, abnormal ion levels and wear involving a v40 cocr lfit head which was mated with an accolade stem was reported. The event was confirmed per clinician review. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this product inquiry concerns a patient who underwent a primary cementless total hip arthroplasty with an accolade stem and a cobalt chrome head in 2006. He developed elevated ion levels and had to be revised in 2018. Both components were well fixed but the acetabular component showed some bone loss and it was left in situ and a polyethylene liner was cemented into the cup. The femoral component was well fixed but the trunnion was damaged and it was removed and revised. I am able to confirm with certainty that the patient had the primary total hip arthroplasty since I was able to see the original stryker stickers. I was also able to see the original primary operation report. I am also able to confirm that the patient had a revision because I was able to also review the operation report. The root cause of this event cannot be determined with certainty. Causes of trunnion failure and elevated ion levels are multifactorial including surgical technique, especially in the preparation of the femoral head and trunnion before insertion. No mention of any particular preparation was mentioned in the operation report of 2006. Also factors impacting this event are patient factors including activity level and bmi and also implement factors. The explanted prostheses should be submitted to stryker engineers for evaluation and metallurgical examination. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: this product inquiry concerns a patient who underwent a primary cementless total hip arthroplasty with an accolade stem and a cobalt chrome head in 2006. He developed elevated ion levels and had to be revised in 2018. Both components were well fixed but the acetabular component showed some bone loss and it was left in situ and a polyethylene liner was cemented into the cup. The femoral component was well fixed but the trunnion was damaged and it was removed and revised. I am able to confirm with certainty that the patient had the primary total hip arthroplasty since I was able to see the original stryker stickers. I was also able to see the original primary operation report. I am also able to confirm that the patient had a revision because I was able to also review the operation report. The root cause of this event cannot be determined with certainty. Causes of trunnion failure and elevated ion levels are multifactorial including surgical technique, especially in the preparation of the femoral head and trunnion before insertion. No mention of any particular preparation was mentioned in the operation report of 2006. Also factors impacting this event are patient factors including activity level and bmi and also implement factors. The explanted prostheses should be submitted to stryker engineers for evaluation and metallurgical examination. The subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2006 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Update per medical records received from legal (B)(6) 2023, "there was some black titanium debris from the severe corrosion of the head and neck junction. The head, of course, was cobalt chrome. The femur was very well fixed but, of course, had to be revised because the taper was severely damaged from the severe corrosion from the cobalt chrome head onto the titanium stem."